Manufacturer narrative:
Zoll has not yet performed an onsite evaluation for the zoll console. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by the customer that the thermogard console (sn (B)(4)) displayed an "airtrap not recognized" message. Information whether the observed issue occurred during console set-up or during patient warming/cooling was not provided. No known patient consequence was reported. No further information reported.

Manufacturer narrative:
The reported event was unable to be reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) performed onsite. No issue was found during initial examination of the console, the air trap was functionally checked and found no impurities. The console was functionally tested and the reported event was unable to be reproduced. The console functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
Additional information stated that the observed issue occurred during console set-up. No known delay in patient's therapy and no known patient consequence were reported. The patient's ivtm therapy was able to continued and completed with another thermogard console. No further information reported.